Event description:
It was reported to boston scientific corporation that a capio slim was used during fixation of sutures for the treatment of vaginal prolapse performed on (B)(6), 2023. During the procedure, when the physician was inserting the suture, the anchor would not attach to the cage. On the second attempt, the thread was cut; the anchor of the suture remained in the patient. The physician disassembled the instrument and removed the metal part of the device to find the detached dart. The dart detached when going through the ligament during the deployment of the capio slim, and the detached dart was not found in the capio slim. The suture was placed properly in the tip of the device, and the suture was lightly pulled back along the device. The suture broke on the right side of the patient. There was no suture attached to the dart, and it was not possible to find the broken part. The physician tried to feel the dart from the patient. The procedure was completed with the same device. There were no patient complications as a result of the event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of dart detachment.